Event description:
During troubleshooting for a check heater line alarm, the caregiver (cg) stated that they noticed a leak coming from the cassette door during use of the homechoice machine during fill one of four. The technical services representative assisted the cg in ending therapy and advised the cg to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.